Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient subsequently experienced decreasing hemoglobin and hematocrit levels and was taken to the operating room for washout and evaluation of potential bleeding. Upon opening the chest, diffuse oozing was observed; however, no specific bleeding source was identified. Multiple blood products were administered. The chest was left open, and the patient was returned to the cardiovascular intensive care unit (cvicu). The patient outcome is still to be determined as the patient remains on support.